Event description:
It was reported that due to recent leaks with other devices of the same lot, the customer does not want to use this device. The customer did not report a leak with this particular device. This event is related to medwatch # (B)(4).

Manufacturer narrative:
During an investigation in our laboratory the failure leakage at luer lock of the blood inlet connector was found. The leakage was most probably caused by a crack. Review of the quality control process indicates that 100% functional inspection for leakage is conducted during manufacturing. This should be adequate to detect products that do not meet the performance specifications prior to release for final packaging and sterilization. The data is also being handled through a designated maquet cardiopulmonary tracking and trending process.